Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to a lead fracture and failure to capture. This lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil did not have a break. The (electrical and physical) allegations were not confirmed, based on normal segment resistance measurements and inspection that showed no conductor fractures. Additionally, the surgery code was not confirmed as well, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to a lead fracture that resulted in pacing failure. This lead was returned for analysis. No additional adverse patient effects were reported.